Event description:
It was reported the device had low output voltage out of the ventricular port. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the upper and lower cases, liquid crystal lens and battery drawer were broken, one side bail was missing and the keyboard was scratched.